Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a health care provider of a clinical study reporting that interrogation of device on (B)(6) 2024 showed electrodes 8 and 9 had impedances. Electrode 9 was already known from previous interrogation. Re-programmed around these contacts and this helped improve stimulation. Outcome was unresolved with no further action planned. Etiology was a casual relationship to the device or therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Interrogation of device on (B)(6) 2024 showed electrodes 8 and 9 had high impedances.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from multiple sources (healthcare provider, clinical study, manufacturer representative). It was reported that the patient reported he was only getting 30% benefit from the device. On reviewing his benefit from the device since activation it has always been 20-30%. A consultant though that the device was not of benefit to him. He has 2 electrodes out of range but the device was re-programmed still with no benefit and the consultant thought replacing the lead would provide no further benefit. It was agreed to continue using the device but to not have routine follow-ups and to contact the team if they encounter problems. The clinical diagnosis was a lack of efficacy. The diagnostic methods were listed as patient reported 20% benefit as of (B)(6) 2020 and that the patient reported 30% as of(B)(6) 2022. The etiology was listed as a causal relationship to the device or therapy and the device was listed as the neurostimulator; the event was not related to the implant procedure. No actions were taken. The outcome was unresolved with no further action planned as of (B)(6) 2025. The patient's medical history for device indications for use was chronic cluster headache since 2007 with a pain type of neuropathic- injury to tissue of nervous system; the pain location was the head/neck and this is the patient's first device for this indication.

Event description:
Information was received from multiple sources (healthcare provider, clinical study regarding a patient who was implanted with an I mplantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had no stimulation for a few weeks and therapy was not working. Event resulted in an unscheduled clinic or office visit. Impedances checked and showed high impedance on electrode 9. Reprogramming around electrode 9 was performed and the patient was able to continue therapy. Outcome was resolved without sequelae. The patient was receiving effective therapy. Etiology was related to the device or therapy.

Manufacturer narrative:
Continuation of d10: product ID: 09100-60, lot#: yy0047175k. Implanted: (B)(6) 2019. Product type lead product ID: 09100-60. Lot#: yy0047178k. Implanted: (B)(6) 2019. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 09100-60, serial/lot #:(B)(6), ubd: 14-feb-2023, UDI#: (B)(4), product ID: 09100-60, serial/lot #: (B)(6), ubd: 14-feb-2023, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.